Event description:
Info received indicates the weld is broken on one of the siderail arms where it attaches to the siderail frame. Because of this, one end of the siderail drops down.

Manufacturer narrative:
Repairs have not been completed.